Manufacturer narrative:
Block h6: imdrf device code a180104 captures the reportable event of foreign material in the device. Block h11: (investigation results) the returned autotome rx 39 was analyzed, and a visual evaluation noted that the device had evidence of foreign material in the cutting wire lumen and the working length was torn near to the guidewire introducer. Functional evaluation noted that the wire was unable to bow. No other problems with the device were noted. With all available information, boston scientific concludes the reported event of foreign material present in the device was confirmed. The product analysis revealed that the device had evidence of foreign material at several sections in the cutting wire lumen and the unit presented corrosion process through the surface of the wire, except for the handle and the distal section and because of this condition the wire was unable to bow. The working length torn could be caused due to many unsuccessful attempts to actuate the handle, since the wire was unable to bow. Based on all gathered information, the most probable root cause of this complaint is quality control deficiency. An investigation to address this problem is in progress.

Event description:
Note: this report pertains to four autotome rx 39 used in the same procedure. It was reported to boston scientific corporation that an autotome rx 39 was attempted to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the preparation, the autotome was not bowing at the distal end of the device and was instead bowing near the handle of the tome. The procedure was completed with another autotome rx 39. There were no reported patient complications as a result of this event. Note: photos of the complaint device outside the patient were provided by the customer and shows a rust like material in the device.

Manufacturer narrative:
Block h6: imdrf device code a180104 captures the reportable event of foreign material in the device.

Event description:
Note: this report pertains to four autotome rx 39 used in the same procedure. It was reported to boston scientific corporation that an autotome rx 39 was attempted to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the preparation, the autotome was not bowing at the distal end of the device and was instead bowing near the handle of the tome. The procedure was completed with another autotome rx 39. There were no reported patient complications as a result of this event. Note: photos of the complaint device outside the patient were provided by the customer and shows a rust like material in the device.